Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-jul-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is sleeping a lot and has a tingling sensation going up on the right side of their neck, the tingling started this past week. The patient is wondering if it could be a conflict between their pacemaker and dbs. The patient representative stated that the last few years dbs has not been on. The patient turned if off because dbs was not working, just not doing anything for the patient, they can't tell the difference if the dbs is on or off. The patient stated having a pacemaker implanted (B)(6) 2022 and before the pacemaker patient was sleepy, tired, no energy. Patient had a heart monitor and it was found patient had a-fib. The patient's heart rate went down in the 20's on a sunday and they had to go to the ER. The patient went for a MRI and the patient could not have a MRI because said one of the dbs leads had a short in it. The patient spoke to their healthcare provide about the pacemaker yesterday and didn't see anything that the pacemaker was not working. The caller was wondering if the dbs leads could be in terfering. Caller mentioned patient looking into a dual pump with dopamine to help with fatigue. The patient was redirected to their healthcare provider. The issue was not resolved. For the report of the patient previously having a short see (B)(4).